Event description:
It was reported that the customer had issues with the keypad and screen of the insulin pump. The buttons on the keypad of the insulin pump were unresponsive. The customer's blood glucose level was 285 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No stuck buttons or frozen display were noted. The insulin pump had a scratched display window. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No moisture damage was noted inside of the insulin pump.